Event description:
Baxter (B)(4) received a report that a 5 ml/hr infusor had overinfused during patient use. Reportedly the total fill volume of 230 ml was infused over the course of 34 hours. The device was filled with a solution of fluorouracil. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. The lot number was not provided and therefore a batch review cannot be conducted.